Manufacturer narrative:
The investigation was based on the log file of the affected device. Based on the log file analysis the reported event could be confirmed. The device performed an unexpected reboot of the ventilation unit for unknown reason. Since the internal communication could not be reset within the expected time during the restart sequence, the reported device failure alarm was posted. The dräger service replaced the system cable, service and basis board and reloaded the software of the device. The device was tested and confirmed to be operating as per manufacturer´s specifications. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed for a device failure during use on a patient. The soft key buttons were frozen on the screen, and the device could not be turned off. The device was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed for a device failure during use on a patient. The soft key buttons were frozen on the screen, and the device could not be turned off. The device was replaced. There was no health consequences for the patient reported.